Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h3, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: printed circuit board failure, g1. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: printed circuit board failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No other updated information from the customer.

Event description:
It was reported that the subject device experienced a power outage issue. After being powered on, the device shut down within a few minutes. It did not restart immediately and required a delay before powering on again. The issue occurred during inspection for use. It was reported that there were no instances of patient involvement.

Manufacturer narrative:
E1 - initial reporter establishment name - (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.